Event description:
It was reported that during injection it was discovered that the needle was clogged with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, during the injection of hyaluronic acid into a patient, the needle was clogged and could not be injected into the patient. According to the nurse feedback from the hospital, this situation occurred many times after purchasing the batch number of products.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection it was discovered that the needle was clogged with a bd precision glide¿ needle. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, during the injection of hyaluronic acid into a patient, the needle was clogged and could not be injected into the patient. According to the nurse feedback from the hospital, this situation occurred many times after purchasing the batch number of products.